Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer changed the pump settings, and the recommended bolus amount was high. Blood glucose level was 317 mg/dl. Review of the pump settings with tandem technical support verified that the timed setting had been entered as 1u:1mg/dl; however, the pump data logs verified that the setting should be at 1u:31mg/dl. The customer successfully adjusted to the accurate timed setting.